Event description:
It was reported an air embolism occurred. A left atrial appendage closure (laac) procedure was being performed on patient under general anesthesia. A watchman fxd double curve access system (was) and a 24mm watchman flx pro laa closure device & delivery system (wds) was selected for use. The wds was advanced and deployed in the laa. While the physician was taking the device compression measurements, the lab technician noticed a sound of air leaking from the was. At that moment, the physician proceeded to tighten the valve further until the sound stopped. Immediately after that, the st segment began to rise, and the anesthesiologist was called. It was also noted that the saline solution bags were empty and under pressure. The anesthesiologist was able to stabilize the patient, returning to normal status according to the electrocardiogram (EKG). The patient was discharged the next day.